Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the oncology patient requiring a PICC for chemo. Patient had a 4f powerpicc solo in, it developed micro holes, they then inserted another PICC and the same thing has happened. They are up to the 3rd PICC in this patient now. First PICC had a hole externally. Ppicc had a perfect pinhole under the securacath, exactly where it clamps over the PICC. This was found as PICC was leaking then customer took dressing down to find leak, couldn¿t find it. Then they undid the securacath and it was underneath it. This PICC lasted 2-3 weeks, then it got replaced. Inserted (B)(6) 2024, removed (B)(6) 2024. The second had it internally near insertion site, but unsure where the split was. Customer believes it was between the wings and max plus so on the clear lumen of PICC. Inserted (B)(6) 2024, removed (B)(6) 2024. Third PICC inserted (B)(6) 2024. It was reported this occurred two devices. This report addresses the first device that had a hole externally.